Event description:
The customer reported that during a pt procedure, while the pt support tabletop was in motion, using the "auto-enable" function, the pt came into contact with the CT gantry cover. A physician diagnosed the patient as sustaining a broken bone (upper right humerus head avulsion fracture) due to event. The field service engineer (fse) evaluated the system and determined that no parts needed to be replaced.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).